Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl) on (B)(6) 2016 and a low bg level of 47 (mg/dl) on (B)(6) 2016. Customer consumed soda and candy to treat both low bg levels. Reportedly, an ambulance was called for both events but customer declined treatment or cancelled the ambulance request. Recommendation was made to consult with health care provider to discuss diabetes management and contact tandem technical support to perform troubleshooting for future low bg events.